Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button must be pressed several times before responding. The up and down arrow buttons respond normally. Reporter just noticed this issue over past few weeks. There are reportedly no cracks/tears in the keypad and no trauma or water exposure has occurred. The pump is worn attached to a belt and a protective skin is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): unable to duplicate the complaint regarding an unresponsive ok key: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under up/down/contrast/ok key contacts.